Event description:
It was reported that the pt experienced stimulation in the wrong location. The stimulation was felt in the "crotch" and "inner thigh". The pt experienced pain in her right hip down to her outer right leg. The cause of this event was migrated percutaneous leads and battery unk. A surgical intervention took place on (B)(6)-2011 and a replacement of the implantable neurostimulator and lead occurred. Excellent coverage was obtained. The pt required hospitalization and there was no injury.

Manufacturer narrative:
(B)(4).